Event description:
Mr (B)(6) employee from our customer reported to our employee (B)(4) (customer care service) that he observed that the dampener had no pressure causing the fowler to drift.

Manufacturer narrative:
Customer evaluated and repaired unit. Results: fowler.